Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon functional testing it was confirmed that frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed . The fse swapped flex vision pc and downloaded software. After replacement of the flexvision pc and installed the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura device was not booting-up and the countdown would stop at 00:00. No patient or user harm was reported. A philips service engineer visited the site and replaced the flexvision pc. The device was returned in good working order.